Event description:
Related manufacturer reference number: 1627487-2022-02511. It was reported the patient experienced ineffective stimulation. Surgical intervention took place on (B)(6) 2022 wherein two leads were implanted to address the issue. Note: it is unknown which lead is liable, as such both leads are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.